Event description:
Nurse inserted foley catheter and attempted to inflate balloon. Balloon would not inflate.nurse obtained another catheter and inserted it.balloon inflated normally. Defective catheter was discarded. Follow up reveals that the nurse did not test the balloon prior to insertion. Physical examination of the balloon showed that the balloon appeared to be "collapsed and stuck".